Event description:
Customer reported he was hospitalized. Blood glucose value at the time of admission was 17 mg/dl. Customer stated he probably got up to get something in the kitchen and he fell down, his brother found him unconscious in the morning. Customer stated he was getting 1 unit of insulin every hour; amount has been decreased. Customer also stated he had a low blood glucose event of 45 mg/dl on (B)(6) 2014. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.